Event description:
It was additionally reported that the controller was exchanged which resolved the alarms.

Manufacturer narrative:
Section d5: operator of device corrected. Section d8: corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported events of a low voltage and no external power alarms were both confirmed via the provided log file; however, the reported event of the controller¿s black lead being damaged was not confirmed. The log file captured data from 27jun2025 ¿ 09jul2025 per timestamp, and a few atypical low voltage hazard alarms were intermittently observed throughout the data. The alarms appeared to have been caused by the voltage fluctuating below the alarm threshold, and these alarms resolved within a few seconds when power was restored to the system. A no external power alarm was also captured on 28jun2025; this alarm appeared to have been caused by both power cables becoming disconnected, and the alarm resolved when power was restored to the system. The pump operated as intended throughout the data. The system controller (serial number pcx-13961) was not returned for analysis. Available information for this event indicates that the alarms resolved after the system controller had been exchanged. The root causes of the observed voltage changes within the log file, causing atypical low voltage hazard alarms to occur, and the reported damage to the controller¿s black lead, were unable to be conclusively determined. The root cause of the observed no external power alarm appeared to have been user error in disconnecting both power cables from external power. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (rev. C) section 2 ¿how your heart pump works¿ - instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii lvas instructions for use section 7 ¿alarms and troubleshooting¿ - and the heartmate ii patient handbook (rev. C) section 5 ¿alarms and troubleshooting¿ - instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage and no external power conditions. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low voltage alarms on new batteries and battery clips. The patient stated that while "out and about" with fully charged batteries, they would have " voltage alarms" without warning. They noted to have had experienced some no external power alarms as well as some power cable disconnect alarms as well. Log files were submitted for review and captured several low voltage hazard events while using battery power throughout the log. Some odd power lead voltages were noted as well on both power leads. Inspection of the black lead on their system controller revealed tape on it. It appeared that the hard plastic was just pulled apart and there was no physical damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.